Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the handle does not send commands accurately and is misfiring. The reloads would not complete the firing sequence. The device would beep, indicating that the firing has been completed then the knife blade would retract. However, the reload is only partially fired. When the surgeon clicks the firing button for a second time, the firing will complete. The device was rebooted with no success. There was no patient injury.